Event description:
It was reported that a motor device "received an e8 error code". It was unknown to the reporter if the device was used in surgery. A different console device with the motor device was tried and the motor device still would not work. It was unknown to the reporter if there were any delays in a surgical procedure.  It was unknown if injuries or medical intervention were reported.  Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this is due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).